Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Increased in shock impedance >120 ohms and noise seen on ff channel seen on home monitoring service center. The patient is being brought in for follow-up. The lead remains implanted.